Event description:
It was reported that smiths medical pump had the case broken and was constantly alarming. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed, pump was missing the battery, the front corner was chipped and right plunger case was cracked. Review of the event history log showed an occurrence of "backup audible alarm post." "Backup audible alarm post" was found at power up. The investigation determined that an issue with the main board no operating as intended was the cause of the reported alarming. It was also noted that the device had been dropped or mishandled by customer contributing to the chipping and cracking observed on the device. Based on evidence and investigation, the complaint allegation was confirmed. The main board, top case and right plunger case were replaced.